Event description:
It was reported that a patient underwent a hysterectomy procedure on an unknown date. During the procedure, the blade was dull and the pieces were breaking off prematurely. Another hand piece was used to continue the procedure with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 09/22/2009conclusion: the actual device involved in this event was returned for evaluation. The blade passed the sharpness test. During the functional evaluation when the trigger alone was attached to the motor drive unit and activated, the device operated as intended. When the returned main housing was attached to the trigger and activated, the device stalled the motor drive unit, and the blade would not rotate.

Manufacturer narrative:
Date sent to the FDA: 07/23/2009 - blade dull/poor cutting - conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of four medwatches being submitted as four devices were involved in this event. See also medwatch 2210968-2009-00842, medwatch 2210968-2009-00843, and medwatch 2210968-2009-00844. The same patient is represented in each medwatch.